Event description:
A surgeon reported that one month following intraocular lens (iol) implant surgery, a patient's lens had rotated 34 degrees. Two months following implant, the lens was repositioned. In a follow-up, the surgeon reports the outcome of event as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.